Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir retainer ring is loose. The customer's blood glucose was 4.2 mmol/l at the time of incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit was received with blank flashing white lcd display anomaly due to crack on lcd controller. Unable to performed displacement, rewind, seating and basic occlusion due to flashing white lcd display. Unable to perform the displacement test and the p-cap/reservoir will not lock properly due to missing retainer. Unit was received with missing reservoir tube o-ring, scratched case, fading serial number label, cracked keypad overlay at select button and minor scratched lcd window.